Manufacturer narrative:
Pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Unit was unable to communicate with the test guardian link transmitter, problem isolated to pcb2. Unable to verify sg vs bg due to communication anomaly.

Event description:
Customer reported via phone call that there was something wrong with the insulin pump. Customer¿s blood glucose level was 125 mg/dl. The insulin pump will be returned for analysis.